Event description:
A lead revision was reported. The lead had migrated due to a faulty "titan" anchor. Both the lead and the anchor were replaced. The pt's status was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)